Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On (B)(6) 2020, mentor became aware that the serial number was reported incorrectly in the previous report. The actual left side lot number is (B)(4), serial number is (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This is a supplemental information for psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc on the right side and with mentor memorygel breast implant 400cc on the left side and suffered from breast asymmetry, the rupture on the right side and bilateral ptosis. The implants were undesirably submuscular. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 200cc on the left side and with mentor memorygel breast implant 225cc on the right side on (B)(6) 2018. The patient has a history of hypomastia. This medwatch is for ther left breast implant. This is a supplemental information for psr reference number (B)(4).

Manufacturer narrative:
On 4/17/2020, a manufacturing record evaluation was performed for the finished device 6820124 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).